Event description:
It was reported that the patient experienced pelvic pain after synthetic mesh placement, stage iii cystocele. Patient with history of mesh augmented bladder suspension at an outside institution. Patient also reports a 2 year history of pressure, pain, poking, and burning. On examination in the office, her anterior vaginal wall descended 3 centimeters beyond the hymen and her burning pain could be reproduced with pulling on the vaginal mesh. The mesh felt bunched at the apical edge but otherwise no abnormalities were palpable.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).